Event description:
It was reported that the motor drive unit will not drive the disposable. It was not during a procedure and there were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During evaluation, it was noted that the cpc connector was broken off.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.